Event description:
It has been reported to co that there were chunks of plastic material in the hub of the introducer. The package was opened amd the device was being prepped for use and during the preparation of the device, chunks of plastic material were noticed in the hub of the introducer. The device was not used inside the patient.